Manufacturer narrative:
The device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 3.00 x 32mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the strut of the stent was dislodged on calcified lesion. No patient complications reported.